Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: after his surgery, patient began suffering from stiffness and tightness in his hip. Patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility and consistent and continual pain and suffering. Doi: (B)(6) 2006 - dor: no revision reported at this time. Patient is a resident of (B)(6). (B)(6) 2011, received patient fact sheet with part/lot information. The patient was bilateral doi is same for both sides.